Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that the date of explantation for the right breast implant has been updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 27, 2020, mentor became aware that the patient is only scheduled for right breast implant replacement with a 380cc mentor memorygel breast implant (catalog: shpx380). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 380cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade IV, and left breast pain, post-procedure. As a result, the patient had pain management , physical therapy, and taken singulair. The pain was described as worsened and deformity was also identified. As a result, the patient was scheduled for right side removal and replacement on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left side. This medwatch form is for the left breast prosthesis.